Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer reverted to manual injections for insulin therapy. No further information provided.